Event description:
Physician states that they developed a very, very itchy rash after wearing the gloves. The symptom was not immediate but developed over a few months. The end of 2005, they saw a dematologist and was treated with injectable steroids and a steroid cream. No allergy testing was performed. The diagnosis was allergic dermatitis.